Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asfvf054 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (asfvf054) have been reported from the same facility.

Event description:
It was reported "a nurse on the unit noticed a wet spot on the patients shirt. Upon closer examination, a crack in the tubing of the safestep huber needle was discovered. The crack occurred where the tubing joins the light blue colored, luer connector. This is a recurring problem that is not necessarily directly related to the patient's activity level as this problem has occurred with patients with low activity levels. The problem seems to be related to the type of drug that is infusing during the crack. This one is linked to a drug call blinatumomab." It was reported this occurred with two devices. This report addresses the second device.